Event description:
A report received from (B)(6) stated an 840 ventilator experienced a loss of breath delivery communications. There was no patient involvement reported.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery (bd) printed circuit board (pcb). The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to the MFR specifications. Covidien reference (B)(4).